Manufacturer narrative:
Section h codes updated to reflect the completed investigation.

Event description:
The customer reported a general increase in cot drops due to the safety bar not catching the hook (cot drop, difficult to load/unload). No adverse consequences were alleged to have occurred to patients or staff.

Event description:
The customer reported a general increase in cot drops due to the safety bar not catching the hook (cot drop, difficult to load/unload). No adverse consequences were alleged to have occurred to patients or staff.